Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The device did not fit or set to the stapler. There was no problem loading or unloading the device. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. The reload was tried with another stapler but the problem could not be solved. Therefore, a new reload was opened and was used without issues. There was no patient harm. The patient status is alive, no injury.